Manufacturer narrative:
. Section b3 - date of event: date unknown, as information was requested but not provided section e1 - first/given name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: the gfi pressure output was unstable and the field service engineer (fse) performed a pneumatic assy replacement. The fluidics firmware was updated and the touchscreen was fixed. System performing to specifications. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the error e160 indicated excessively low gas forced infusion pressure occurred during the procedure. No further information was provided.